Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient had been injured for two weeks, underwent the open reduction internal fixation surgery for distal radius fracture with the rocking screw in question. When the doctor was performing reduction with a condylar stabilizing (cs) method after distal fixation, the screw broke off and was removed. No fragments remained in the body. The surgeon did the reduction again and completed the plate implant. Procedure was completed successfully with (30)minutes delay. Concomitant devices reported: unk - plates: trauma(part# unknown, lot# unknown, qty unknown). This report is for (1) 2.4mm ti va locking screw stardrive 18mm. This is report 1 of 3 for complaint (B)(4).